Manufacturer narrative:
An investigation was performed in response to a complaint of error 4253 on the aia-2000 analyzer. The device was being used for diagnosis during the complaint event. At the customer site, a field service engineer (fse) cleaned and lubricated hybrid arm z axis screw and guide rail. The fse also noticed a broken cap of the diluent tank and replaced the diluent electrode assembly. The fse ran multiple patient samples without any error. The hybrid arm assembly required lubrication due to a component failure. The diluent electrode assembly exhibited a broken diluent cap due to a component failure. Review of the investigation conclusions indicates that escalation of the complaint for corrective and preventive actions is not warranted. A 13-month complaint and service history review for (B)(4) from the date of (B)(6) 2020 through aware date (B)(6) 2021 was performed for similar complaints. There were no similar complaints identified during the search period. The aia-2000 operator's manual under appendix 4 error messages states the following: [4253] hybrid arm z-axis home overrun cause: the home sensor activated improperly after movement of the hybrid arm z-axis. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives.

Event description:
Customer reported a hybrid arm z-axis home overrun error 4253. Customer attempted to reboot the aia-2000 analyzer and it did not resolve the issue. The waste was not overflowing. This is a reportable event based on delay in reporting of patient results for alpha-fetoprotein (afp) analyte.